Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the gastrointestinal videoscope requires a deep cleaning after it was inadvertently not cleaned following use. It was further reported that the scope had been placed in isolation. The issue was identified during reprocessing, and no patient involvement was reported.